Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during preparation for a nephrostomy drainage procedure the hub detached. The white handle on the vtc/8.3 flexima regular of the metal stiffening cannula fell off. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. Device analysis revealed foreign material on the catheter.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination showed no residue was present on the device to indicate use. From a visual evaluation, it was found that the luer/hub (white cap) had unglued from the proximal end of the metal cannula and was freely sliding on the cannula. A film of dried loctite was present on the hub cap ID indicating application of adhesive during metal cannula assembly. The flex cannula was intact with out any issues. The original product pouch and packaging card were not returned. Evaluating the catheter, white material was found to be stuck to the coated section of the catheter including the distal end/pigtail that was in contact with the packaging card. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).